Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error and motor error. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer reported that they received no delivery alarm but customer was able to clear the alarm and rewind the insulin pump. Customer was able to complete the insulin pump rewind. Customer reported that the insulin pump received both motor position encoder error alarm and more than one motor error alarm within the last 30 days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm, displayable history crc check failed on startup alarm and no excessive no delivery alarm noted during the testing. Motor passed motor test. Unable to verify displayable history crc check failed on startup alarm in the alarm history due to history file overwritten.